Manufacturer narrative:
The customer's meter was provided for investigation and was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 2.9 inr. The obtained qc values were in the allowed range; all measurements were without error messages. The results alleged by the customer were observed in the meter¿s result memory. The investigation did not identify a product problem.

Manufacturer narrative:
No product was received for investigation. The investigation did not identify a product problem.

Manufacturer narrative:
The meter serial number was (B)(6). The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. E3 - occupation was patient/consumer.

Event description:
There was an allegation of questionable results from the coaguchek xs meter. At 8:19 pm, the result was 6.1 inr. At 8:21 pm and using a different finger, the result was 4.4 inr. The patient had taken a cough syrup for a few days due to a bad cough. The therapeutic range was 2.5 inr-3.5 inr and the patient tests once a week.